Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields - describe event or problem (b5), in section b -adverse event or product problem, and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle selected for use. During the procedure, the bmc rf generator was in ready mode and appeared to energize, but the puncture was initially unsuccessful. Despite multiple attempts (approximately three) and replacing both the connecting cable and the product, there was no improvement. Microbubbles did not spread in the left atrium, preventing effective septal puncture. Although the sound of energization was heard, it was unclear if energization actually occurred. The septum eventually opened naturally, and the procedure was completed without further intervention. Procedure was completed successfully by using original device. No patient complication was reported. The device is not expected to return for analysis as disposed. It was further reported that rf was applied and also cable was replaced. Three times rf was delivered. There was no anatomy noted in patient. The septum confirmed before attempting to deliver rf energy. The needle was manually reshaped prior to the procedure but it was done usual.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle selected for use. During the procedure, the bmc rf generator was in ready mode and appeared to energize, but the puncture was initially unsuccessful. Despite multiple attempts (approximately three) and replacing both the connecting cable and the product, there was no improvement. Microbubbles did not spread in the left atrium, preventing effective septal puncture. Although the sound of energization was heard, it was unclear if energization actually occurred. The septum eventually opened naturally, and the procedure was completed without further intervention. Procedure was completed successfully by using original device. No patient complication was reported. The device is not expected to return for analysis as disposed.